Event description:
Consumer had a visit from fire dept (ems) and was tested with their meter. Discrepancy in the readings of bd logic vs. Ems meter. Analysis run on clark error grid using competitive reading (285) as ref. Points vs bd readings (350) yielded data points in acceptable limits, however, medical intervention was indicated.